Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The customer reported that the barrier cracked when molding and was less pliable and harder to mold than what she was accustomed to. She felt that the product rebounded too far, causing stoma injury. She stated that she had been using this product for quite a while, but with the last shipment, she felt the product was not as pliable and was harder to mold. When molding, the barrier cracked, and it seemed to rebound too much, squeezing the stoma. The previous day, she experienced pain and discomfort from the area of the stoma and noted that the entire stoma was dusky in color with gray/brown areas along the mid part of the shaft. She stated it appeared that the stoma was strangulated in the middle. Previously, her stoma looked more like a bud, but now it was deformed and resembled a penis. The base was one size, the mid part was narrower, and the tip was more bulbous, as if the mid area was squeezed. She went to the emergency room on (B)(6) 2025 for evaluation. Once the product was removed, the stoma color started changing back to normal except along the mid part of the protrusion length. However, it remained deformed in appearance. No diagnostics or medications were prescribed. She saw the local ostomy nurse and sent photos to her surgeon. The nurse advised that the middle part showed evidence of trauma with an ischemic injury. The stoma was measured at thirty-two millimeters when the consumer was supine. The customer was unable to provide the batch number as she discarded the box when the product was received. She confirmed that the product was kept inside the blister pack until use. She was unable to provide photos of the product as she discarded it when she got home last night, fearing to use more of it. The consumer stated that the hernia reduces somewhat when supine. The stoma measurement was taken when she was supine and the hernia reduced. The base of the stoma was now normal in color, and the tip was normal, but the area between was still discolored and the deformity in shape was still present. She also reported being sick last week with a respiratory infection, which may have caused the hernia and/or stoma to be larger due to sneezing and coughing and will send photos of the stoma. She was encouraged to follow up with her healthcare provider if the stoma does not continue to improve.